Event description:
It was reported an alarm was heard but not confirmed by telemetry. It was reported the patient missed a refill the week prior and was assuming they ran out of medication in the pump. It was reported the critical alarm was occurring every 15 minutes. It was stated the alarm on (B)(6) 2014. The pump was used to deliver fentanyl, bupivacaine and an unknown drug.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).